Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and the reported issue was not replicated nor confirmed. A visual inspection showed the unit to be in good cosmetic condition. Functional testing was performed using the system during which the unit powered on and successfully cauterized across all ports and instruments without any issues. The erbe unit will be sent to the original equipment manufacturer (OEM) for further investigation.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the user informed the technical support engineer (tse) that a bipolar energy issue occurred affecting two bipolar instruments. The user attempted to resolve the issue by replacing the energy cord and rebooting the integrated electrosurgical unit (iesu) or erbe system, but the problem persisted. The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to intermediary bipolar not working. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the erbe. A follow-up MDR will be submitted if additional information is obtained.